Event description:
It was reported that after starting a glp-1 medication the user¿s insulin needs decreased and the user experienced low glucose following a smaller-than-usual meal announcement, prompting a recommendation from a clinician to perform a factory reset of the ilet system. Symptoms included hypoglycemia with a blood glucose nadir of 58 mg/dl. Outcomes included the need for oral glucose to treat the event. Investigation included communication with the user and spouse, review and analysis of information provided, and recommendation for a factory reset. Investigation of this case revealed no device findings and insufficient information to identify a specific device problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.